Event description:
Initial information was received from a consumer on (B)(6) 2011. A (B)(6) female initiated treatment with poly-l-lactic acid (sculptra) (lot number and expiration date unknown) for treatment of the "parentheses area of the face" on (B)(6) 2010. The consumer stated that the physician administered one injection that went through her cheek and almost pierced her tongue. She also stated that the physician was not very hygienic and was in a hurry when he gave the injections. The physician was so busy that they had to numb her face three times before they gave the injections. Shortly after the treatment with poly-l-lactic acid, the patient experienced a lump on the inside of the right cheek. The lump was elongated and about one half inch long and about one fourth inch wide. The lump was firm, but not painful. The physician administered a cortisone injection into the lump, but this did not help it go away. According to the reporter, a plastic surgeon told her that cortisone would not work and a dermatologist said that she could not do anything for the lump. No further relevant information reported.